Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the speaker was faulty. The customer was provided a replacement part to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
The customer biomedical engineer (biomed) reported that there was a speaker malfunction. No adverse event or patient harm was reported; the device was not in clinical use at the time the issue was discovered.